Event description:
Fractured/separated leg: filter leg fractured and is imbedded in the ivc wall a few mm from the snf filter. Filter was originally placed in 1999. Fracture was confirmed in 2000. The filter leg is entirely separated from the snf. No add'l procedures are scheduled.